Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After a guide wire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was replaced with a non-bsc balloon catheter and the procedure was completed after placement of an epic stent. No patient complications nor injuries were reported.